Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a pulse generator fault code indicating the capacitors were not charged to the programmed voltage.